Event description:
Info received indicates the pt placed a normal nurse call from the medsurg room and the master station response was not heard in expected location.

Manufacturer narrative:
The technician found loose pins in the communication cable connector. He installed a cable saver and repaired the pins to repair the bed.